Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h4, h6, h10 the device was not returned for evaluation. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. DHR for lot 3103447 was reviewed and no anomaly was observed that could have caused the reported condition. The reported complaint is unconfirmed. It is unknown if the brain edema can be related to the use of the product. Device identifier: (B)(4) product identifier: (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that a (B)(6) year old male patient was implanted with nl8501212 integra reservoir 2.5cm dome, flat bottom, side I on (B)(6) 2019. During a subsequent follow-up, brain edema was confirmed at the catheter placement site. After the catheter was removed on (B)(6) 2019, it was confirmed that there was no bleeding or obstruction at the time of removal. It was also noted, there was no problem for patient and brain edema was disappearing. No medical interventions were conducted to the patient.